Event description:
It was reported that a detector head of an mg gamma camera system rotated in an uncontrolled manner from the 210 degree position to the 180 degree position. The system was being set up for a second lateral scan on a patient when this occurred. A patient was on the bed which at the time was retracted to the initial outward position. The technologist was unable to move the detector head back into position using the hand held controller (rcu). No injuries were reported.